Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The display had a dark circle. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons were unresponsive. The customer also stated that they had changed the battery when the anomaly occurred. The device was making a noise and none of the buttons were responding. They verified the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was displayed properly. No missing segment/partial display, dark circle, button error alarm or audio/beep/vibrate anomaly noted. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.